Event description:
It was reported that the keypad buttons are not responding. There is no additional information available at this time.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be responding properly. The bolus button was found to be unresponsive. The bolus button was removed and contamination was observed under the button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).